Event description:
It was reported the patient does not receive effective stimulation. Reprogramming was unsuccessful. Diagnostic testing and x-rays revealed no anomalies. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.